Event description:
It was reported that the vision stent could not pass the stenosis. The stent delivery system was removed; however, during removal the stent dislodged in the a. Abdominalis. The pt was sent for surgery and the stent was removed. After surgery the pt was reported to be well.